Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump multiple errors. Customer blood glucose level was unknown. Customer also reported that the crack in the keypad. Customer stated that the insulin pump cleared the alarm. Run the self test and the pump failed to pass the test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No the motor arm cannot communicate with the main arm alarms noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, and cracked select button keypad overlay.